Event description:
On 5/23/95, device was implanted. On 6/2/95, the device was removed and replaced with only left side implanted. On 11/11/96 the entire device was removed from the pt due to "malfunction". Prosthesis not implanted, excessive fibrosis and scarring. Co has requested add'l info.